Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: the lipids infused for about 18 hours before the occlusion occurred.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: the lipids infused for about 18 hours before the occlusion occurred.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that involved smof lipids and the same occlusion issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.